Event description:
One touch ultra meter would not power on. The medical affairs specialist mailed a letter since the patient could not be reached. In april 2005 the patient passed out a work, as she had been unable to test her blood glucose level. Although she had been unable to obtain glucose results, she had maintained her insulin regimen. She reported visiting her physician's office; however, no treatment was received. The patient reported that no other device was used to test her blood glucose level. The patient did not allege harm. There is insufficient information to suggest that the meter contributed to the injury. It would have been helpful to know when the meter stopped powering on in relation to the incident, so did she attempt to test prior to the incident, her medication regimen, and the treatment received. The customer care rep verified that the correct type of test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.